Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that there is an upcoming accolade revision surgery. Patient needed a revision surgery to replace the stem and head.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed through visual inspection of the photos provided. Method & results: -product evaluation and results: visual inspection of the provided photograph indicated loss of taper lock between the head and stem of the returned devices. -clinician review: no medical records were provided for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the provided photograph indicated loss of taper lock between the head and stem of the returned devices. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed through visual inspection of the photos provided. Method & results: product evaluation and results: visual inspection of the provided photograph indicated loss of taper lock between the head and stem. Clinician review: no medical records were provided for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on 10/10/2007 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the provided photograph indicated loss of taper lock between the head and stem. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
No new information.